Manufacturer narrative:
Product analysis: the distal and proximal ends of the braid were fully opened and frayed. No bends were found with the pushwire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID rfx058-115-08, (lot: b509912); product type: implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open and a navien catheter had difficult navigation. The patient was undergoing surgery for treatment of a saccular, unruptured large aneurysm of the left clinoid segment with a max dia meter of 5.1mm and a 7.6mm neck diameter. The landing zone was 4.2mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 9mm. Dapt (dual antiplatelet treatment) was ad ministered and the pru level was iia. The angiographic result post procedure showed the blood flow was smooth and contrast agent was retained in the aneurysm. It was reported that during the pipeline implantation process, the surgeon found that the blood vessels were tortuous. After the navien reached c3, it could not be pushed to go upper to the target site normally. After the pipeline was deployed after the access was established, the tip end could not be opened normally. Finally, the whole was withdrawn, replaced a dense mesh stent and navien for deployment, and deployed successfully. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information was received. The reason for the failure to open was still unknown, and the surgeon suspected a quality control issue with the stent. The distal section of the pipeline did not open. The distal end was deployed in a straight section. Additional steps included trying to use micro guide wire to massage the dense mesh stent, but it did not open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.